Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
An infection and subsequent removal of the rns system product was reported to neuropace on (B)(6) 2021 it was relayed that the patient first reported wound drainage to her primary care doctor only, who then placed the patient of oral antibiotics. However, after completion of the oral antibiotics the wound drainage resumed. At that time ((B)(6) 2021), the patient was admitted to stanford for IV antibiotic treatment and was subsequently diagnosed with a deep incisional infection. The rns system product (neurostimulator and leads) were explanted on (B)(6) 2021.